Manufacturer narrative:
Result: the neuron 070 delivery catheter was fractured approximately 105.5 cm from the hub at the distal tip. Both break locations on the catheters show evidenced of extreme material deformation as evidenced by stretched polymer material on both sides of the break site in addition to unwound support coil. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron 070 catheters were found kinked prior to starting the procedure. Evaluation of the returned devices did not confirm kinks in the distal tips of the catheters but complete fractures. Both catheters were broken in the distal shaft. This damage was likely caused by improper removal of the catheters from the packaging. The user may have held on to the distal tip and pulled from the proximal end, stretching the catheter material until it fractured. These devices are 100% visually inspected for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00228.

Event description:
The patient was undergoing a procedure using a penumbra neuron 6f 070 delivery catheter. During preparation for the procedure, the neuron was found to be faulty. There was no patient involvement or adverse event. Another neuron was opened and used to treat the patient successfully.